Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported problem "damaged/stuck power switch" was power switch failure due to design. The reported problem of "lamp issue (service lights turning on)" was likely a temporary problem due to a strong impact applied to the front side of the housing, resulting in damage to the front panel (user handling). Adhering to the following statement, as provided in the instructions for use, may prevent damage to the front panel: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of a damaged/stuck power switch was confirmed - the power switch was determined to be a previous version and upgrade to the new version power switch required to resolve the problem. The reported problem of "lamp issue (service lights turning on)" was not duplicated or confirmed - the unit was tested for multiple hours and the spare lamp did not turn on. However, it was noted that the lamp life was over 500 hours and light output was below specifications; replacement of the lamp was determined necessary. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch was broken/stuck and the unit could not be powered on. In addition, it was reported that there was a "lamp issue (service lights turning on)." The problem, as reported to olympus, was identified during setup of the equipment. The intended procedure was completed without delay. There was no patient injury, associated with the problem, reported to olympus.